Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. Filled an infusion set with water and delivered a five unit bolus with no air bubbles noted. Unit communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter. Device received with corroded battery tube and slight corrosion on force sensor assembly. Unable to verify motor anomalies due to moisture damage on motor assembly. No possible over delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 54 mg/dl at the time of the incident. The customer went as high as 300 mg/dl. The customer was at 198 mg/dl at the time of the call. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issues. The customer reported huge blood glucose spikes and dips on the day of the call. The customer noted few small air bubbles in their current reservoir and tubing. Customer reported pain using the sets. The customer stated the pump was exposed to an airport scanner. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.